Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4) and protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reported "a female patient using aquacel foam as prescribed by her physician suffered pain under the product (not clear where pain occurs: wound bed of ulcer or skin around ulcer). The physician said pain is good and also therefore prescribed a pain killer." Advised to immediately stop the usage of aq foam.